Event description:
It was reported that the patient was in too much pain to leave the hospital following her trial implant and that she had to have her permanent implantable neurostimulator (ins) implanted. It was stated that the patient had pain "everywhere." It was noted that the patient's leads were located in the patient's back and that there was "a lot" of bleeding where the leads were coming from. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).